Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side intracapsular rupture. Diagnosed by MRI and double capsule. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by MRI and double capsule. Physician has confirmed rupture and capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.